Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the customer reported complaint "c00 and u02 errors on erbe at startup". Functional testing was performed using the system platform, and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the internal log also revealed error, c00. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the customer stated the erbe unit displayed activation error messages at startup with error codes c00 and u02. The technical service engineer (tse) documented that the customer had already attempted troubleshooting by power cycling the erbe and performing a hard power cycle of the vision side cart before contacting tse. The customer indicated they would transfer cases to another da vinci system for the day and did not provide updated logs at that time. The procedure was aborted to another dv system with no reported injury.